Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the pump¿s black box showed no evidence of inaccurate history. The issue was reported on (B)(4) 2016; the pump was in use for deliveries until (B)(4) 2018. All history from the time of alleged complaint has been overwritten due to continued use. During investigation, the rewind, load, prime sequence was performed successfully and the pump was exercised for 12 hours with no errors or warnings occurring. The pump history accurately recorded all values. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.